Event description:
The customer was hospitalized for high bgs. It was found that the cannula was bent. The set was changed prior to the call. Troubleshooting was performed. The programming and histories on the pump were accurate. The lead screw test passed. However, it was reported that the pump had an alarm. The customer filled the reservoir with cold insulin and inserted while sitting. In addition the customer had pain after the insertion. The customer took a bolus to treat high bgs.